Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 30, which did not occur during loading and had not been previously reported with this pump, although similar alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement in-warranty pump, confirmed shipping details, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on receipt of replacement pump.